Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported on (B)(6) 2020 that the pump had gone empty about 2-3 years back; however, the pump seemed to be working fine when they started therapy back up. It was indicated that no further information about the event was known. No patient symptoms/complications were reported.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the pump began alarming in (B)(6) 2016. The patient¿s healthcare professional (hcp) ordered the patient back to canada for their wellbeing. The patient did not have an hcpat that time, and the patient needed to find an hcp in canada to refill the pump. The patient was redirected to canada patient services and was provided with canada contact number. No symptoms were reported at that time. It was noted that "dilood or dilad and an "anti-itch" medication were drugs related to the reported event. Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the patient had moved from the USA to canada and did not have someone managing their pump, so it went empty. The patient¿s pain had increased as it was not being managed by medication in the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.